Event description:
Pt had suprapubic catheter placed in or. Patient went home that day, and catheter fell out the same evening. Patient presented to urology clinic the following day with the catheter. Balloon was tested in clinic by the provider who placed the device and found to have a leak. Suprapubic catheter was sequestered. Package from this catheter was no longer available, so lot number is unknown.